Manufacturer narrative:
As no product was returned, the condition of the devices are unknown. The device history records for the related components were reviewed for deviations and/or anomalies with no deviations/ anomalies identified. These devices are used for treatment. The implantation operative notes were reviewed, noting there were no fractures to the femur and the tissues all appeared healthy, with no signs consistent with infection. It was also noted that a wright medical conserve total medium neck sleeve and conserve total a-class femoral head were implanted along with the zmr components. Zimmer-biomet has not confirmed compatibility of this combination of devices, and this would be considered off-label usage of this product as indicated on the packaging insert. The revision operative notes were reviewed, noting there was no evidence of infection on cell count, differential, gram stain or frozen sections. It was reported that the zmr femoral component was broken. A field action was conducted on october 24, 2011 in which zimmer updated the associated labeling to provide further instructions, particularly as it relates to ensuring full proximal support is achieved. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a.(B)(4). Other device used: catalog #00999301835, zimmer modular revision femoral body, lot #61610092. This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to a fractured hip stem.